Event description:
This case was reported by a pharmacist and described the occurrence of increased asthma in a male pt who received polident adhesive extra hold (formulation (B)(4)) for an unk drug indication. Concurrent medications included cortisone. On an unk date, the pt started polident adhesive. At an unk time after starting polident adhesive, the pt experienced increased asthma. Cortisone was increased by the pt's doctor. This case was assessed as medically serious by (B)(4). At the time of reporting, the outcome of the event was unk. No further info was available. Polident adhesive extra hold is distributed in the u.s as super poligrip original. This zinc containing formulation is no longer distributed in the u.s as of 2010. (B)(4).